Manufacturer narrative:
The investigation has been completed and no issues were identified related to the reported issue; however, an different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose levels (500 mg/dl). Customer changed out their pump supplies and delivered a bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's blood glucose level.